Event description:
Dealer states "consumer purchased the unit online and claims the car charger gets extremely hot and she's afraid it will catch on fire although this has not happened or anything close to it. She said there has been no burn, smoke, flame, spark or arcing, but she doesn't like how hot it gets. Since it was purchased online, she has no dealer to help her and is requesting a call back please." No injury alleged.

Manufacturer narrative:
(B)(4) determined this is an MDR. No serious injury alleged. Malfunction alleged. Dealer states "consumer purchased the unit online and claims the car charger gets extremely hot and she's afraid it will catch on fire although this has not happened or anything close to it. She said there has been no burn, smoke, flame, spark or arcing, but she doesn't like how hot it gets. Since it was purchased online, she has no dealer to help her and is requesting a call back please." MDR filed. No RMA has been initiated for this issue. Model xpo, serial number/date (B)(4) is approximately 3 years and 9 months old. The owner's manual part number 1148112 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.